Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer had an alternate pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a manual insulin injection and a bolus via the pump to address bg level.